Event description:
The surgeon implanted an aa4204vl silicone plate lens, serial number 4118547, diopter 21.0, but the injector mouth overrode the lens and tore the leading haptic. The lens was removed with no pt injury. The facility stated the injector mouth caused the haptic tear. An msi-tr injector and an mrc60c fp cartridge were used but the facility was unable to provide the lot numbers. The pt's prognosis is good.